Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 had frequently failed at the station. A field service engineer replaced the insep on the latch and verified that the drawer latch sensor was properly clipped into the latch assembly. Additionally, preventative maintenance was performed on this device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system se.ccu's full-height main drawer 6 failed repeatedly, preventing users from accessing medication for a patient. The customer indicated that they tried to resolve the issue by rearranging heavy items into various drawers and conducting a full shutdown of the system. However, the problem continued. The drawer failed for the next nurse to access it right after moving medication and full shut down. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.